Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2012 and mesh was implanted. It was also referenced that the patient underwent another procedure sometime in 2007 and unknown mesh was implanted. It was further reported that she experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.